Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 54 mg/dl and food was consumed to address the bg level. The customer reported that the healthcare provider had set the pump basal setting too high and was the cause of the low bg. The customer reduced the basal setting. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.